Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial, right ventricular, and left ventricular leads all exhibited noise. The noise was not reproducible with isometrics or stimulation. It was noted that electromagnetic interference might have caused the noise. No intervention reported. No further information available.